Event description:
It was reported that this right ventricular (rv) lead was explanted due to it has perforated the heart of this patient. A new right ventricular (rv) lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.